Manufacturer narrative:
The hydraulic descent pedal is connected to two adjustable brackets and release rods. The rods and brackets can be rotated to change the tension on the jacks-too little tension will result in jacks being stuck or descending slowly. In this case, the linkage had too little tension causing the jack to stay in the raised position.

Event description:
It was reported the hydraulic jacks were not functioning to specifications as they were stuck at a high height.